Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device has hose damage at pressure release valve. It is unknown that the device was being used during surgery and there was no patient injury reported. It is unknown if there was a medical intervention or surgical delay related to the event. No additional information available.